Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level at the time of the incident was unknown. The customer was assisted with the troubleshooting but the display of the insulin pump did not return. The customer also stated that the insulin pump beeped. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump had blank display due to corrosion on mother board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump was monitored and no audio beep anomaly noted.